Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) bottom housing and top handle being cracked was confirmed. The reported event of the mpu having a damaged thread on the black patient cable connector was also confirmed. The returned mpu (serial number: (B)(6) ) was initially evaluated at the european distribution center (edc). Multiple cracks were observed in the bottom housing and in the top handle. Additionally, the black power connector in the patient cable was observed to have a damaged thread. The mpu was functionally tested with a test system controller and mock circulatory loop and no issues were observed. The damaged parts did not affect the functionality of the mpu. The patient cable, the bottom housing, and the top handle were replaced. The replaced parts were further investigated by product performance engineering (ppe), and the reported damage was confirmed. The patient cable was functionally tested with a test mpu, system controller, and mock circulatory loop and no issues were observed. The damaged thread did not affect the ability to connect the patient cable to a test system controller. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6) , was manufactured in accordance with manufacturing and quality assurance specifications. The mobile power unit was shipped to the customer on 26sep2016. Heartmate ii instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and heartmate ii patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate ii patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the mpu and the mpu patient cable connectors for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate ii patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The unit was sent to the manufacturer for preventive maintenance, during the maintenance the damage was found. A crack on the bottom of the housing coming from the v-lock connector and the side. The patient cable rubber casing was lose. The top handle was slightly cracked. No additional information was provided.